Manufacturer narrative:
No additional treatment information was provided by the customer. No product was returned for evaluation and the customer has not responded to multiple follow up attempts. Based on the lack of information provided by the customer, no causal factors can be determined and no conclusions can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within the risk analysis and performing within the anticipated rate. The manufacturing date is unknown as the sotla serial/lot number was not reported or able to be retrieved for this complaint.

Manufacturer narrative:
The device has not been returned for evaluation. The customer has not responded to multiple follow up attempts. At this time, no further evaluation of the product can be pursued. Evaluation of system logs and treatment tip cannot be completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The plant investigation is underway.

Event description:
A report of a burn after a procedure. No other information is available at this time. The case will be reevaluated when additional information becomes available. A picture was reviewed and scattered crusts are visible in patient's abdomen.